Event description:
It was reported patient underwent an anterior cruciate ligament procedure on an unknown date. Subsequently, the patient underwent removal of the bone mulch screw on (B)(6) 2014. It was reported the wrong size screwdriver was used, making removal of the bone mulch screw difficult.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.